Manufacturer narrative:
The customer¿s report that the y-site nearest the patient had separated was confirmed; however, the smartsite was broken off and not separated. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the distal smartsite port was broken off. The break occurs at the white plastic of the smartsite located at the upper half of the smartsite. Closer inspection of the broken smartsite under a lab microscope observed stress marks at the break site. The break site was jagged. Further functional testing was not performed as the customers report was confirmed. The root cause of the smartsite break is an outside force being applied to the smartsite port as indicated through the observed stress marks. The root cause of the outside force could not be determined.

Event description:
It was reported that the rn noted that the primary tubing set y-site nearest the patient, had separated and (ns) normal saline IV fluids were leaking onto the patient's bed linens and around the tubing set. The rn immediately paused the infusion, replaced the tubing set and IV fluids and administered the infusion without further difficulty. The rn stated that it is unknown how much fluid had leaked or for how long the leak had occurred. The customer further stated that there were no adverse effects caused to the adult patient from this event.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient age and dob requested but not provided, however, the customer stated that the patient was an adult patient.

Event description:
It was reported that the nurse noted that the primary tubing set y-site nearest the patient had separated and normal saline IV fluids were leaking onto the patient's bed linens and around the tubing set. The nurse immediately paused the infusion, replaced the tubing set and IV fluids and administered the infusion without further difficulty. The nurse stated that it is unknown how much fluid had leaked or for how long the leak had occurred. The customer further stated that there were no adverse effects caused to the adult patient from the event.